Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and it was found that the microswitch was broken. The cause of the issue was found to be the broken microswitch. No action was taken due to the device not being needed in the loaner pool and will be scrapped. Service history identified that no previous repair has been noted in the last 12 months.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device needs the switched to be replaced because the bolt holes are not holding on the outside plastic piece. Also the unit smells hot when it runs. No additional information was provided. Patient involvement is unknown.